Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about a week ago, the patient started feeling a sharp pain around ins and having tremors. The patient has been in the hospital for about 2 weeks for a kidney infection and was on a IV. Caller stated the ins was fine before going into the hospital and then the second week, the patient started complaining feeling a sharp shocking pain/jolt around the ins and it shakes their whole body (this has happened many times). The patient was having tremors, can't hold a cup to drink, it's like the ins was not on. The patient had a ultra sound but did not have a MRI. The caller was not with the patient right now, patient was in rehab to help walk again. The caller stated informing their hcp. The patient rep called back to request assistance checking the patient's ins status with the patient programmer. The caller repeated information regarding the patient having shocking sensation around the ins, as well as having a lot of tremors and uncontrolled movements. The caller stated that they felt the ins was not working correctly because of the patient's symptoms. The caller synced the patient programmer with the ins and reported the following: therapy was on, the ins battery level was ok, therapy settings for left side were set to 3.90, and therapy settings for the right side were set to 4.50. The caller was redirected to the patient's healthcare provider to further address the issue.